Event description:
The hcp reported that patient was experiencing increased spasticity. At refill one month ago, the expected reservoir volume was 4cc of drug and 7cc was removed. Then 2 weeks ago at refill, there were 16cc of drug remaining. A catheter dye study was done that showed good intrathecal spread. A fluoro study of the pump revealed a rotor stall. The pump was replaced and the hcp decreased the dose of medication the patient was receiving. The patient is reported to be fine.